Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a meter casing issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on an unspecified date at 2:30 a. M. The patient manages her diabetes with an insulin pump and continued with her usual dose of medication (unknown dosage) in response to the alleged issue. The patient reported, five minutes before the alleged issue occurred, she developed symptoms of ¿shaky, blurry vision, headache¿. At an unspecified time after the alleged issue occurred, the patent self treated with food and or drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient had become symptomatic prior to the alleged issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/18/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.